Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Concomitant products: central line,2441-0007,spiros.

Event description:
The customer reported during methotrexate(2l) at 150ml/hr. Over 24 hrs., the nurses are experiencing large volumes(150 ml) remaining when using bags without the burette as well as with the non-vented burettes. It was reported by the nursing staff that other unspecified infusions were experiencing similar issues in the oncology unit. There was no report of patient harm. The event occurred in the inpatient pediatric oncology unit and has been intermittent issue over the past few years.